Event description:
A zoll territory manager called zoll customer support that a (B)(6) female pt's monitor had wires exposed at the belt connector. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor wires exposed) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, exposing wires inside. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from damaged electrode belt connector. The pt received a replacement monitor.